Event description:
According to the available information the device was explanted and replaced due to fluid leakage.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report (nc), and CAPA. No capas were identified and there were no related ncs. There were several complaints identified against this lot; however, with various failure modes. Therefore, this is not considered a trend. The device was not returned for evaluation. Without the benefit of analyzing the device, quality cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.